Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The symptom ¿blank screen¿ was confirmed during simulated use testing. The cause was the inverter board was burnt. Internal visual inspection was performed and no other abnormalities were found. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The device was repaired and returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient reported that the cycler's screen was blank. The cycler was replaced. There was no adverse events reported associated with the blank screen. Device evaluation revealed that the inverter board transformer was burnt. A known good inverter board was installed and the screen was fully operational.